Manufacturer narrative:
Physio-control examined the original battery from the device and verified that the battery was depleted. Physio confirmed that the battery was first installed in the device on (B)(4) 2014, and had 13 minutes of on-time. The customer was provided with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that there was a service wrench and only one battery bar present on their device's readiness display. The customer then checked the charge level of the device's battery and observed that it was at a very low state of charge (1 flashing led) which may not be sufficient enough to provide a shock, if it were necessary. When the device was powered on, the voice prompt stated to "replace battery." The battery's expiration date was august 14, 2020, and the device has never been used on a patient. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate, or verify, the reported issue of a service wrench on the readiness display. There were no event codes logged in the device's memory nor any indication that a service wrench had been present. Physio retrieved the customer's original battery and installed it in the device. Physio then verified that the device's readiness display properly indicated that the battery was extremely low in the form of a blank battery capacity fuel gauge symbol. Physio then installed a test battery to complete testing and observed that the device powered on, charged and shocked when prompted with no discrepancies. The cause of the reported issue was a depleted battery. The customer was provided with a replacement device.